Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On 17jun2017, it was reported that a ¿loud and continuous¿ alarm occurred when the device was connected to the power module. The alarms did not occur on battery power. On 20jun2017, the patient reported that the power module was alarming when the lvad was connected to the power module. A system controller self-test was attempted, but did not initiate. The lvad clinician arranged to ship a power module patient cable overnight and the patient was instructed to keep the lvad system connected to battery power until the new cable arrived. There was no reported adverse impact to the patient. On 21jun2017 it was reported that the patient's spouse heard alarming for ¿several minutes¿, which was reportedly not uncommon. The spouse found the patient unconscious, and emergency medical services (ems) was contacted. Ems reported that the patient was unconscious and the system controller was alarming connect power, while connected to two batteries. Ems exchanged the system controller with assistance from the lvad clinician via phone. Ems reported that there was a dnr/dni directive near the patient at the time of assessment. This documentation had not been provided previously to the lvad clinician, and the clinician was unaware of its existence. It was unclear as to whether the documentation was brought to patient after being found unresponsive, or if it had been there prior to the event. During transportation to the implanting center, the patient¿s condition deteriorated. The patient was instead taken to a local hospital, and support was withdrawn. Details surrounding the clinical course taken at the hospital were not provided or well known. No additional information was reported.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's outcome could not be determined through this evaluation. The investigation of the returned primary system controller revealed that the device was unable to operate a test pump due to damaged drive circuit components. The pump was not explanted following the patient's expiration and is not available for investigation; therefore, a direct correlation between the lvas and the damaged printed circuitry board pcb components could not be established. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.